Event description:
It was reported that while using two surgical fibers during a prostate procedure, the fiber heads/tips overheated @ 28,859 joules of use and 3.56 minutes. The case was completed using an alternate procedure (turp). Patient outcome: "no damages to the patient". - there was no injury reported. This report is for the second surgical fiber used.

Manufacturer narrative:
Additional information received indicates that only one surgical fiber was used during the case before reverting to an alternate procedure (turp). Failure analysis for fiber (B)(4): the fiber did not exhibit any signs of break; the fiber proximal end / input face exhibited evidence of some type of unknown substance on the optical surface; the glass cap exhibited moderate char at the output window; the metal cap exhibited moderate burnt on detritus; the post and segments on the connector appeared in good condition; the fiber was tested with hene laser fixture, aim beam was present at fiber output window; the outer flow tubing exhibited scratch marks at the open end area. Probable root cause: based on the product analysis results, the probable root cause of the failure is: contamination.